Event description:
A surgeon initially reported epitheliumk edema and cloudiness of cornea after burst application of ultrasonic power during od cataract surgery. The pt had striate keratopathy up to 14 days after surgery. Additoinal info received from surgeon on 10/09/2006 noted hospitalization was prolonged for 5 days. Surgeon stated there was no medical or surgical intervention required. Pt outcome was reported as good.

Manufacturer narrative:
Investigation and root cause analysis has not been completed to date.